Manufacturer narrative:
It was reported that a underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter, and foreign material was observed inside the packaging. It was reported that when trying to open the stsf catheter, there was a foreign object attached. The biosense webster inc. Product analysis lab received the device for evaluation. Upon initial inspection, a dark color material was observed through the clear plastic of the pouch by the catheter handle. The observed dark colored material coincides with what was initially reported. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter, and foreign material was observed inside the packaging. It was reported that when trying to open the stsf catheter, there was a foreign object attached. On 3/10/2020, the biosense webster product analysis lab received performed fourier transform infrared spectroscopy test (ftir) on the device which showed a black particle, primarily composed of polymide-based material. The observed foreign material coincides with what was initially reported and has been assessed as an MDR reportable malfunction. The investigational analysis completed 3/27/2020. A visual inspection was performed, and a dark colored "something" was visible through the clear plastic of the pouch by the catheter handle. The catheter was received inside the original sealed pouch (never opened) in its original outer box that had been opened by the customer. Further testing was performed, and the sample was sent for fourier transform infrared spectroscopy (ftir) for analysis. A ftir was performed and the results showed that black particle is primarily composed of polyamide-based material, rocker arm can be pinpointed as potential source of origin. A manufacturing record evaluation was performed for the finished device, and no internal actions were found during the review. The customer complaint was confirmed. Based on available analysis results, complaint appears to be caused by internal biosense webster inc. Operations, specifically, the manufacturing process. However, this complaint is under an internal investigation. Manufacture reference no: pc-(B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.

Event description:
It was reported that a underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter, and foreign material was observed inside the packaging. It was reported that when trying to open the stsf catheter, there was a foreign object attached. Therefore, the packaging was not opened. The issue was resolved by changing the stsf catheter to another one. The procedure was completed without patient's consequence. No adverse patient consequences were reported. The observed foreign material has been assessed as an MDR reportable malfunction, as sterility was compromised.